Event description:
Customer called in to report that the insulin pump was not working correctly. Customer stated that the insulin pump was alarming button error. Customer stated that the blood glucose was 288 mg/dl and he treated with a manual injection. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had minor scratched display window and cracked reservoir tube lip.